Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint not confirmed. Upon visual inspection, no problems were noted with the inserter.

Event description:
On 2/15/2022, it was reported by an arthrex employee via email that an ar-4501 meniscal cinch ii first and second anchors were placed properly, but when surgeon pulled on the sutures to tighten, both of the anchors got dislocated. Surgeon used an ar-12990 knee scorpion and an ar-7221 fiberwire to complete the repair. No further issues has been reported. Additional information received 2/17/2022: both anchors pulled out of implantation site and everything was retrieved from inside the patient.